Event description:
Approx 4 mos postoperatively, the pt presented symptomatic to the hosp. The saphenous vein graft to the lad that was anastomosed with the connector was noted to be proximally occluded, consequently occluding a radial artery t-graft to the om. No medical intervention had been performed at the time of this report; however, the pt does require intervention and their cardiologist is evaluating treatment options. The connector remains implanted.